Manufacturer narrative:
The reported loose panel holder could be confirmed by on-site evaluation by our field service engineer. This investigation also showed that the panel was not only loose but dislodged as well. It is unknown under which conditions the reported panel holder got loose, but exposure to forces greater those it was tested for may lead to dislodging and in worst case scenario to breakage. The ventilator system was successfully tested for mechanical strength, with a peak acceleration of 15 g, pulse duration 6 ms, and total number of 1000 impacts.

Event description:
(B)(4).

Event description:
It was reported that the ventilator had a loose panel handle. There was no patient involvement reported. (B)(4).